Event description:
It was reported that during device replacement, externalized conductors were observed via diagnostic imaging. Lead exhibited normal electrical characteristics. The lead was capped and replaced with no adverse consequences to patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.